Manufacturer narrative:
A ge service rep performed an onsite investigation. The temperature sensor was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that a temperature error message, "housing overheated" was displayed on the c-arm. This causes system operation to be terminated. There is no report of patient injury associated with this event.